Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that he had excessive no delivery alarm. Customer's blood glucose was 519 mg/dl. The customer was advised and explained the recurring no delivery may be due to site, set or reservoir issue. The patient has not tried different cannula lengths. The patient's insulin is not expired or denatured. The patients does rotate site and avoids scar tissue. Customer stated the tubing is not bent. Customer stated they have not tried all remedies. Customer was advised to try the remedies reviewed to prevent recurring alarms. Customer was advised to monitor pump.